Event description:
This complaint is now reportable based on the analysis completed on 3/15/2007. It was reported that during a coronary drug eluting stenting treatment procedure, balloon inflation failed. The physician attempted to place a taxus express2 2.5 x 16mm drug eluting stent to an unk vessel, but was unable to inflate the balloon. No pt injuries or complications were reported. However, the returned product revealed a longitudinal tear at the port of the balloon.

Manufacturer narrative:
Following a detailed device analysis, the complaint investigation site (cis) could confirm the complaint incident. Attempts to inflate the balloon using an encore inflation device were unsuccessful due to a longitudinal tear at the port. Microscopic examination of the device revealed damage to the midshaft. The midshaft was torn longitudinally and was stretched for approximately 1cm distal to the port region. The balloon, crimped stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork for this particular batch namely top assembly batch # 8832072 and sub-assembly batch # 8828399 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.